Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was not linking to the insulin pump. Customer's blood glucose level was 549 mg/dl. The customer was on 500 units, her blood glucose level was getting low, and was having a seizure. She changed to 100 units after her heart attack. The basal was off during the night. The device was not returned.